Manufacturer narrative:
The evaluation into the customer's current issue included accuracy testing in which three architect analyzers were calibrated successfully followed by six replicates of each control level across the analyzers using both the routine and stat modes of operations. All generated results met acceptance criteria. Data provided by the customer was also reviewed with no issues identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The study documented in "performance characteristics of six intact parathyroid hormone assays" - (B)(4), was reviewed. The review indicated that while the architect ipth assay showed a positive bias, the correlation between all six of the platforms tested was good. The abbott architect intact pth package insert contains information to address the customer's current issue. Based on the results of this evaluation, the architect ipth reagents are performing as intended and no product deficiency was identified.

Event description:
The customer states that the architect ipth assay generates discrepant results (usually high) when compared to non-abbott methodologies. The customer states that this is occurring with various lots of the architect ipth assay with both serum and plasma patient samples. The customer gave the example of one patient sample generating an architect ipth result of 78.0 pg/ml that tested at 47.98 pg/ml with a non-abbott method. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Architect ipth assay ln: 8k25-20 lot: 01210f000. This report is being filed on an international product, list number 8k25-20 that has a similar product distributed in the us, list number 8k25-27. (B)(6).